Event description:
Related manufacturer reference number: 2017865-2021-11547. It was reported that during lead implant in a small lateral vein, coronary sinus was dissected when the physician advancing the sheath. The lead was not implanted and was replaced. The new lead was implanted in a large posterior lateral branch. No patient consequences were noted. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.